Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent an ivc filter retrieval procedure. During the procedure the hub of the outer sheath separated from the sheath with minimal force. The complaint device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), and manufacturing instructions was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "excessive force should not be used to retrieve the filter." It is noted that the separation did not affect the filter retrieval. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.